Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after using the balloon in a patient who had a wallflex biliary stent which was implanted three days prior, the balloon stayed stuck and tore. It was impossible to remove the balloon and as a result, they needed to extend the procedure to remove the stent . The stent showed no defects. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Manufacturer narrative:
Initial examination of the returned device noted that the shaft was broken and severely stretched and kinked along its length. The proximal portion of the broken device was returned on a 0.028 inch guidewire. It was not possible to remove the guidewire from the device. Examination of the distal portion of the device noted that the balloon was still attached. There was no evidence of a tear or a split. There was presence of solidified contrast media inside the balloon. In its returned state it was not possible to inflate the balloon to check for leaks in the balloon material. The shaft of the device was dissected proximal to the lapweld area and a needle inserted into the inflation lumen. The needle was attached to a syringe and an attempt was made to inject liquid into the balloon. However due to the solidified contrast media blocking the inflation lumen this was not possible. The dissected portion of the device with the balloon attached was soaked in a bath of warm water in an attempt to dissolve the solidified contrast media. Once dissolved it was possible to inject liquid into the balloon, no liquid leaked through the balloon material. A microscopic examination could not identify any holes or tears. The noted damages likely occurred due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A product labeling review identified that the device was used per the directions for use (dfu)/ product label. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after using the balloon in a patient who had a wallflex biliary stent which was implanted three days prior, the balloon stayed stuck and tore. It was impossible to remove the balloon and as a result, they needed to extend the procedure to remove the stent . The stent showed no defects. The patient¿s condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Manufacturer narrative:
Reported events of balloon torn and difficulty removing balloon from patient anatomy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.